Event description:
The tbm states that the enduser alleges he was pulling himself up with the rail and the bolt sheared off and they heard the rail fall. The bed serial number is (B)(4) but the customer doesn't have the same rails.